Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-mar-2026, a sales representative reported via (B)(4) that an ar-3375-4007 conical obturator for tap/fen o-ring in the stopcock fell out into the patient. This was discovered during a case; the fragment was retrieved. There was no harm to the patient.